Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed the stylet was broken into two pieces approximately 2.7 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. A microscopic observation revealed some use residue on the returned sample. The breaks in the polyimide tubing were observed to be uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the break sites. The core wire of the stylet at the break site was observed to be tapered and angled slightly. Some kinks were observed in the polyimide tubing between magnet interfaces near the break site. The observed fracture features were indicative of catheter and/or stylet kinking, with a tensile (pulling) force being a part of the event, and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "that he inserted the PICC with no issues during insertion or after insertion. When he removed the wire he said the wire appeared to be bent so he touched the end of the wire and it broke off at the tip. He stated that the wire never broke off in the patients arm and there was no harm to the patient. I asked if he ever met resistance when inserting the device and he stated no, that the wire and catheter went smoothly."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp2010 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "that he inserted the PICC with no issues during insertion or after insertion. When he removed the wire he said the wire appeared to be bent so he touched the end of the wire and it broke off at the tip. He stated that the wire never broke off in the patients arm and there was no harm to the patient. I asked if he ever met resistance when inserting the device and he stated no, that the wire and catheter went smoothly."